Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. The user was advised to continue following healthcare provider recommendations and, if preferred, to rely on blood glucose meter measurements during periods of discomfort. Subsequent data management system review confirmed that the user later resumed system use and was receiving up-to-date glucose data.

Event description:
On (B)(6) 2026, the user reported pain and sensitivity at the sensor insertion site, described as discomfort and tenderness when the area was touched or brushed. The user stated that symptoms first appeared on (B)(6) 2026. The user later reported seeking medical evaluation at an urgent care facility, where the insertion site was diagnosed as infected and treated with both oral and topical antibiotics. Following initiation of treatment, the user reported improvement in symptoms.